Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed indicating an alert for excessive charge time eos (end of service), and signifying that it is time for device replacement. Charge time is 21 seconds on (B)(6) 2016 leading to end of service (eos) status.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached end of service (eos) earlier than expected. An alert for charge circuit excessive charge time was also observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis by the pal and mecc could find no reason for excessive charge time and early battery depletion resulting in an inconclusive finding for this device. Analysis of the device memory indicated an alert for excessive charge time eos (end of service) and the battery indicator signified that it was time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.